Event description:
It was reported the physician was performing the final tightening in a posterior lateral fusion when he noticed that the driver continued to turn when it should have clicked. Upon realizing this, the set screw was unwound and removed, and it was discovered that a thing silver thread was lying in the head of the hook. The thread was removed and the set screw replaced. The same issue occurred once more on a different hook, which was similarly replaced. The procedure was completed with about 2 minutes delay and no adverse patient consequences. The thread appeared to have stripped off of the set screw in both instances.

Manufacturer narrative:
The incident is associated with the device reported in MFR report # 1526439-2013-36292.

Manufacturer narrative:
A device history record (DHR) analysis could not be performed as the lot numbers of the devices are unknown. A 12 month complaint trend analysis was performed on the single-inner setscrew. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause for the set screw stripping is unknown. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.